Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 85% stenotic and was located in the right coronary artery (rca). The physician used a 7fr introducer sheath and advanced a csi viperwire guide wire across the lesion. The oad was loaded onto the guide wire and the physician performed four runs at low speed. After the final run, angiography revealed a perforation in the rca. The physician attempted to resolve the perforation via balloon angioplasty and tamponade, but was unsuccessful. The patient was transferred to the operating room and a coronary artery bypass graft (CABG) procedure was performed. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility.